Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 153 mg/dl; cause was not known. Customer delivered a correction bolus. System check was performed with tandem technical support (cts). No device issues were identified. Cts assisted the customer with resuming pump therapy. Subsequently, bg elevated to 300s mg/dl. Insulin was verified to be exiting the tubing. New infusion site was inserted. Bg was 264 mg/dl; customer was not satisfied with the bg level. Customer administered a 15 unit insulin injection and delivered 2 boluses based on a fictional 500 mg/dl bg (customer wanted pump to calculate larger bolus). Cts educated customer the insulin amount delivered had the potential to lower bg and advised customer to contact emergency services. Customer declined cts follow up and reportedly, consumed carbohydrates/juice. Customer's spouse was present to assist if necessary. Bg was 150 mg/dl at end of call. Customer declined further follow up from cts.